Event description:
It was reported during a arthroscopic procedure using a paragon t2 arthrowand, the blue temp band at the distal end of the wand had flaked off within the pt portal. The pieces were retrieved and the procedure was completed with another paragon t2 icw. No pt complications were reported as a result of this event.